Manufacturer narrative:
The c701 module serial number was (B)(4) on (B)(6) 2023 the field service engineer (fse) replaced the reagent probes and adjusted the reagent pipettors. Based on the results from a hardware performance check the fse made adjustments to the rinse unit and replaced the gear pump head. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for ca2 on a cobas 8000 c 701 module. On (B)(6) 2023 patient 1 result from the c701 module in question was 1.72 mmol/l. The repeat from a different c701 module was 2.30 mmol/l. On (B)(6) 2023 patient 2 result from the c701 module in question was 1.84 mmol/l. The repeat from a different c701 module was 2.43 mmol/l. The customer repeated the patient samples as the initial results were low compared to the patient¿s previous ca2 results.

Manufacturer narrative:
The ca2 reagent lot number was 744185 with an expiration date of 30-nov-2024. After the first service visit, the customer continued to have questionable results. The specific results were not provided. The field service engineer (fse) returned to the customer site and replaced the heat cut filter, the lens and window and the degasser for the incubation bath. Calibration and qc were acceptable. Based on a review of worldwide data of qc recovery for the reagent/control combination used by the customer, a reagent issue was excluded. The service actions resolved the issue.